Manufacturer narrative:
The event of breast mass is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast mass. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "concerned about the recall and a lump", "lump and pain" "the lump removed from the left breast was 0.8 cm long by the tests and, at the time of removal, it was found to measure approximately 3 cm. The doctor reported that it was possibly growing into the prosthesis". Later patient reported "capsular contracture" "grade ii contracture" confirmed via ultrasound, "appearance of nodules under investigation¿ confirmed via ultrasound, "cysts with regular contours and anechoic content located at 7 o'clock on the left breast (0.7 cm)" confirmed via ultrasound "simple cysts" confirmed via ultrasound. "On the topography of the nodule in the left breast (external ultrasound), an oval, isoechogenic nodule with regular, circumscribed margins was observed at 3 o'clock in the left breast, measuring 9 x 7 x 3 mm, 4 mm from the nipple and 44 mm from the skin" confirmed via ultrasound and "an oval, isoechogenic nodule with regular, circumscribed margins was observed, located at 7 o'clock in the left breast, measuring 7 x 6 x 4 mm" confirmed via ultrasound. This record is for left side. Device remains implanted.